Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The distributor reported that there was foreign matter within the product that "seems like hairs." A photograph depicting the reported issue was provided. The product was not used. No further information has been provided.

Manufacturer narrative:
Batch record have been reviewed; all required specifications were met and documented within the batch record. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there were no issues relating to the complaint issue. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint. No samples were returned for evaluation so this could not be evaluated and the foreign matter could not be determined. This product is no longer manufactured at that manufacturing site. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).